Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which revealed the numerical ruler was reversed. The reported condition was verified. The cause of the condition was a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the numerical rule (burette chamber) of a buretrol solution set was reversed. The issue was identified before use. There was no patient involvement. No additional information is available.